Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 0.2265" from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, neck fracture was noted on the maryland bipolar forceps. The instrument was not coming out of the trocar, ¿pulled hard while further crushing.¿ the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the shaft broke inside the body. No retained fragments were found on x-ray. The instrument was extracted with the trocar. The instrument was inspected prior to use, and no damage was noted. The surgeon didn't notice any issues with the functionality of the instrument during the surgical procedure. Upon final removal of the instrument the wrist was straightened. The staff felt resistance upon removal of the instrument through the cannula. The instrument was damaged while being removed from the trocar. The procedure was completed robotically with no injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument is available for failure analysis evaluation. Photographic images of the device or video recording of the procedure are not available for review.